Event description:
It was reported that there was a right ventricular (rv) lead warning for high impedance. In clinic reprogramming was done and the patient will be followed closely. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).